Manufacturer narrative:
D11 additional information) additional concomitant product is: product ID bi20000077, rev 3. S/n n/a h3) analysis of the returned louvre cover and hinges/positioners was completed. Analysis of the louvre cover showed no dents, scratches, or nicks and the cover passed visual inspection. No failures were found. Analysis of the hinges/positioner louvre failed visual inspection due to being broken in pieces. Physical damage was confirmed. H6) fdm 10, fdr 213, fdc 67 are applicable to the returned louvre cover. Fdm 10, fdr 180, fdc 4307 are applicable to the returned hi nges/positioner louvre. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: bi20000076, serial/lot #: (B)(4). A medtronic representative went to the site to test the equipment. Testing revealed that before the site starting using the imaging system, the radiology tech tried closing the imaging system and they heard a banging sound, and the panel/covering came off. It was confirmed the louvre cover broke off. The louvre cover was replaced and the system then performed as intended and passed a system checkout. The louvre cover and hinges were returned to medtronic for analysis. Analysis was not completed at the time of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported that the louvre cover was damaged. There was no patient present when the issue was discovered. The site was testing the imaging system in the morning before cases and encountered the problem.